Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip (integrated circuit chip) and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the white light imaging and narrow band imaging endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the white light imaging and narrow band imaging endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the white light imaging and narrow band imaging endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a generation of noise. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on charge-coupled device unit, image noise occurs and temporarily the image cannot be seen. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that due to damage on charge-coupled device unit, image noise occurs and temporarily the image cannot be seen. Additional evaluation findings were as follows: plastic distal end cover, the switch1, the light guide cover glass has a scratch, and the adhesive on bending section cover has a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.